Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The master tool manipulator (mtm) was returned for fa and the reported 23062 error was confirmed, but was not replicated during in-house testing. In the error logs, the 23062 error was found indicating a failure on the platform axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed the system test. After installing on surgeon side console fixture test platform (sftp) and running the fitness test, the unit failed verify encoder cal - oy, sh, el and plat (platform_max_abs_ptect), verify encoder cal - wp, wy, ro and grip (grip_max_abs_ptec), grip accuracy test post sine cycle (calib_rom_delta), gravity balance test post sine cycle - sh (max_imbalance), el (max_imbalance). The mentioned tests passed after running calibrations. A 1 hour slow speed sine cycle on the platform axis was performed and passed. The 23062 error was not observed during sftp testing. As a result of this investigation, fa has concluded that the platform (axis 4) motor was found to be the probable root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, an intuitive surgical, inc. (Isi) representative called in to report an error 23062 on the system in the beginning of the case. The isi representative had tried to recover the fault about five times with no success. The isi representative disabled the arm and power cycled the system to recover the fault. The customer was moving forward with the case. The procedure was continued as planned with no reported injury.